Event description:
The event is reported as: the customer alleges that they are not getting a proper airway seal from the device. The patient's condition is reported as fine.

Manufacturer narrative:
The investigation is incomplete at the time of this report.